Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had issues with a lot of no delivery alarms recently on the insulin pump. Customer stated that she has had bent cannulas. Customer was in the intensive care unit three weeks ago and also had a bent cannula at that time. Customer was advised by her health care professional to move the cannula up her abdomen, but she is still receiving no delivery alarms. Customer had a baby, so she has stretch marks in that area. Customer changed the site today and her blood glucose was 312 mg/dl. Customer went to bolus and received a no delivery alarm. Customer stated that there was an emergency room visit on (B)(6) 2015 for high blood glucose over 300 mg/dl. Customer was vomiting and high ketones. Customer was treated with an insulin drip and the pump was removed. Customer also had diabetic ketoacidosis. Customer was advised that the pump was working as designed after troubleshooting and that the alarm was caused by a connection issue.